Manufacturer narrative:
As a test, iab was placed in a test chamber having a 75 mmhg back pressure to simulate pressure within aorta. Balloon fully inlfated and functioned normally when attached to system 90 iabp in lab. No alarms were triggered on pump. After 2 minutes of pumping, presure strips were recorded. The strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during iabp testing. Thus, lab examination revealed no defects in returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine exact cause of reported difficulty based on event description and examination of item. It was not possible to verify reported problem. This type of complaint is ont of most difficult to evaluated and must rely on conjecture since one cannot observe what the balloon is being subjected to within aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. Balloon entered a submintimal space. 2. Balloon was placed too high in aortic arch or in the subclavian artery. 3. Iab failed to completely unfold because user failed to inject at least 30 cc. Of air as advised in the instructions for use. 4. Catheter kinked within pt probalbly because of severe vessel tortuosity and/or pt movement. 5. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinked portion of catheter can minimize restriction and improve balloon performance. 6. A kink in catheter may have restricted flow of helium into and out of balloon causing pump to perceive a loss of gas or to cause balloon to poorly augment. 7. There was a loose connection between iab and pump or between pump and safety chamber. Checking these connections may alleviate the problem. 8. Balloon pump needed servicing. 9. The pt's physiological conditions contributed to reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection.

Event description:
(Cc# 97-00442) check "iab cath" alarm sounded from the pump. The iab kinked during insertion and the iab was removed. No second was inserted. On 5/8/98, the following info was reported to datascope: the iab was inserted into the pt on 4/20/97. On 4/21/97 after the iabp for 12 hours, the pressure waveform was lost. Shortly after, "check iab catheter" alarm sounded and the pump did not work. The augmentation was turned down so the iab would flutter. This was discussed with the sugeon who did not want to replace the iab and continued with CABG surgery. After c.p.b. The pt was stable and the iab was removed. [Event complications]: none from the event - reported 4/22/97, 5/8/97. [Pt's current status]: fine - rpt'd 4/22/97.